Event description:
It was reported on (B)(6) 2022, a 28mm sjm sã©guin semi-rigid annuloplasty ring was implanted. Post procedure, hypofibrinogenemia was noted. The patient was transfused 4 units of fresh frozen plasma (ffp). The patient did not present with any blood clots or blood loss. The patient was reported to be in stable condition. On (B)(6) 2022, the patient was discharged. (B)(6).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
An event of "hypofibrinogenemia" was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.